Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: 2020-72469.

Event description:
A physician reported an intraocular lens (iol) exchange was performed three weeks following the initial implantation. The reason for the iol exchange was reported as that following an intraocular lens (iol) implantation procedure, the "va out of focus, dissatisfied with lens, poor vision, refractive error". Additional information has been requested.